Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The batteries have not been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment for a planned maintenance (pm). Initial testing output testing experienced no output, found intermittent ribbon cable connection from atp to fluoro board. Verified ws settings at sedecal console and continued testing with no further issues. Motors battery charger, upper door slides replaced. Fluoro/rad gain calibrations completed and invalidate home sequence completed. The medtronic representative returned to site and installed cable/winch upgrade assembly. The imaging system then passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. The winch hardware investigation found frayed cable; old drive assembly. Issue related to a mechanical failure mode due to a frayed cable. The hardware investigation of the slide assembly door to gantry found worn teflon sliders. Mechanical failure mode. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported issues found with the imaging system during planned maintenance (pm) and needed replacement parts. Initial testing output testing experienced no output, found intermittent ribbon cable connection from atp to fluoro board. No further details regarding this issue were provided. There was no patient present when this issue was identified.